Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). Additional information was reported that the patient experienced an erosion of a malleable implant on one side. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.